Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. The device has been requested for evaluation; however, it has not yet been received. Additional contact information (distributor): ever medical co., ltd. 8th floor, no. 369, fuxing north road, songshan district, taipei city, senchang co., ltd. Taipei city, taiwan.

Event description:
The event involved a chemoclave vented bag spike with list number ch-14 and lot 14442434. It was stated in the report that chemo drug couldn¿t drip after a while. Event was noted during infusion. An unknown chemo drug was involved in the event. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was patient involvement but no patient harm. There was no delay in critical therapy.